Event description:
It was reported that the customer experienced a malfunction with their tandem pump, specifically a malfunction code 16, which indicated an issue requiring pump replacement. The impact on the customer¿s blood glucose level was not clearly determined as they declined to answer whether it exceeded 500 mg/dl. As a corrective measure, tandem technical support decided to replace the defective pump. Meanwhile, the customer was instructed to use a multiple daily injection (mdi) as a backup therapy to ensure continuous insulin delivery. The customer was also guided on how to put the pump into storage mode and return it using the provided pre-paid label.